Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed an e402 scope communication error during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h11 technical assistance center (tac) the device was not returned to olympus for inspection, and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting step were performed: system checks by verifying buffer settings and capturing multiple test images, no errors were observed and the issue could not be replicated. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation the most probable cause for the malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.